Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy image, white residue in air/water channel and light guide tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The most probable cause of the complaint noisy image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The following reportable malfunction was identified during the device evaluation: white residues on cylinders. A root cause could not be identified. Based on the results of the investigation, the cause of the reportable issue found during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.